Manufacturer narrative:
Follow-up #1: date of submission 24-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: there was evidence of short battery life observed in the pump's history. The battery compartment was found to be cracked. There was evidence of moisture corrosion observed on the battery cap. The pump was able to power on and perform the prime steps. The pump's current draws were found to be within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life with damage/moist) issue. It was reported that the battery compartment was cracked and contained moisture and there was a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.